Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s reports #3004209178-2017-16029 <(>&<)> #300 4209178-2017-16030. Any additional information regarding the event will be submitted as a supplemental submission to these reports. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) reporting that impedance tests were completed and no problems were found with the patient's ins. The rep also reported that the patient stated they had not experienced any falls or felt any shocks or electricity when resting or with movement which could have been related to the ins. No further patient complications have been reported as a result of this event.

Event description:
A healthcare provider (hcp) via a manufacturer representative (rep) reported that the patient encountered a power-on-reset (por) message with code 0x0008 on a clinician programmer. The por was successfully cleared. The patient¿s non-rechargeable ins battery level was at 2.7 volts. The device also reached elective replacement indicator (eri). No symptoms were reported. No further complications were reported.